Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant was installed in intraoral region #10. 30 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quntity/quality (bone type iii).